Manufacturer narrative:
Updated sections. Additional information received by the clinical specialist indicated that patient showered regularly and performed weekly dressing changes per protocol. The patient reported to the site that he fully submerging the driveline in a lake. A week prior to his admission he reported bloody, purulent drainage at the driveline exit site. The patient underwent debridement three times on (B)(6) 2015. During each debridement the driveline was dissected to point of good tissue and infected tissue was removed. The patient was also administered numerous antibiotics and was followed by infectious diseases during his stay. The patient remains hospitalized, but is now on a step down unit. The new driveline exit site is also growing resistant pseudomonas. The site is working on a future plan. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had their driveline location moved once and had two debridement on the drive line which all started back in july. No additional information provided. Investigation is ongoing.